Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV, seroma-late.

Event description:
A healthcare professional reported right side the events of ¿capsular contracture baker grade iii ¿ IV¿ and ¿with scarce peripheral serous liquid" as seroma-late. They additionally reported inflammation/irritation as ¿axillae without suspected adenopathy, only benign inflammatory¿ and ¿in addition to local inflammatory process of the capsule¿, lump/nodule-ndr as ¿well-defined solid oval image¿, cyst-ndr as ¿two simple cystic images are observed" which are not considered serious and will not be reported.

Event description:
Healthcare reporter later reported baker grade iii.